Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An anchor was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient developed abdominal pain, constipation, and vomiting. The patient was admitted to the hospital and given medication. This reportedly resolved the event. The physician investigator assessed the event relationship to be uncertain. No additional clinical sequelae were reported and the patient is fine.